Manufacturer narrative:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken terminal at the thermostat, which had been contained by our double-insulating design and did not reach any other component. Several other components were also bent, indicating misuse of the product, which may have also damaged the terminal. We were unable, however, to definitely determine the cause of this event.

Event description:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit.